Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported patient received replacement parts however the insr screen was flashing on the ins icon battery level. Patient stated the ins was showing less than 25% charged and she was getting all 8 coupling bars but she had not seen the ins icon flash before. Patient mentioned she needed to have a MRI and needed to get ins charged up to 50%. Pss reviewed device function and reason icon flashes. Pss confirmed insr was 100% charged. Patient stated she falls sometimes. Patient reported she felt like there was something in between the ins and was wondering if tissue was growing as it was taking ins long to charge. No further complications were reported/anticipated. No further complications were reported/anticipated.